Event description:
During testing at the user facility, it was noted that the ground prong of the ac power cord was broken. Prior to testing, the device was returned to the biomedical department for a report of battery will not charge. No tracking info was provided therefore, specific pt info, device programming or, event details were not available. There were no reported adverse pt effects, delays in critical therapies, or necessity for medical intervention. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the ground prong on the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.